Event description:
The patient had been admitted from the emergency department(ed) status post motorcycle accident. A right femoral cordis was placed in the ed. Upon arrival to the trauma ICU, lines were placed and the IV tubing was changed. The patient was placed on the fluid warmer due to his hypothermic status. The patient was also put on a forced air patient warming device, open wounds were washed out and the linen changed. Several hours later, the patient was noted to be hypotensive to 64/35 per arterial line reading with cuff blood pressure correlating. The trauma team was in the unit, notified of the patient's hypotension, and evaluated the patient. It was discovered that the IV had disconnected from the cordis and approximately 300cc of blood was on the sheets. The patient required 1000cc fluid bolus and 2 units of packed red blood cells for hematocrit drop to 27 from 31 (4 pt. Drop). A neosynephrine drip was also started on the patient. The patient being moved from side to side with procedures was identified as contributing to the event. The connection of the hotline tubing to the cordis easily twists off and lines can come apart with only half a twist. We now require staff to use extension tubing first on all cordis lines, then a stopcock, then the hotline tubing to prevent torque and possible disconnect. ICU and ed nurses will be inserviced regarding this connection change to prevent similar occurence. In further follow up, it was found that the connections are the right size however the luer locks only twist approximately half a turn. The luer lock extension tubing provides a more secure connection greater than half a turn plus the lock itself extends more onto the connection tubing. Instructions are provided with the hotline tubing 9n in 2 or 3 languages. No alarm would have been triggered as the solution would still be infusing with of the lack of resistance and the solution not going into the patient but rather onto the bed.